Manufacturer narrative:
Device evaluated by MFR: device returned for analysis. Microscopic examination and tactile inspection of the distal shaft found no irregularities or defects. Microscopic examination revealed a partial separation at the collar/proximal shaft area. Microscopic examination found of the ptfe no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08jan2016. It was reported that interventional devices could not pass the catheter and shaft kink occurred. The target lesion was located at the mid right coronary artery (rca). A guidezilla¿ guide extension catheter was used in conjunction with an unspecified 6f guide catheter to help pass the guidewires down to the target lesion. During procedure, the physician had difficulty crossing the lesion with guidewires, so the physician opted to use the guidezilla as crossing catheter. The guidezilla was able to pass the lesion; however, it was then noticed that the guidezilla was bent at wall point inside the 6f guide catheter and no interventional devices could pass through the guidezilla due to bent. The procedure was ended; there were no patient complications reported and the patient's status is fine. However, device analysis revealed a partial separation at the collar/proximal shaft area.